Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. After a guide wire crossed the lesion, a 3.00x20mm promus premier stent was advanced; however, the stent dislodged from the delivery system. The physician tried to pull back the sds and was noted that the stent was dislodged on the wire. Snaring was performed and the stent was successfully retrieved. The procedure was completed using a 2.5x23mm non bsc stent. No patient complications were reported.